Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl. Customer stated that the insulin pump had hardware low level failures. Customer was performed self test and it did not pass. Customer stated that insulin pump was exposed to fluid. Customer stated that keypad of insulin pump was responsive. Customer was declined troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis